Manufacturer narrative:
As of today the device has not yet been received for analysis. Should the device be returned and analysis completed, this report will be updated.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. This device was explanted and is to be returned for analysis. There were no additional adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was interrogated, which confirmed the device did not declare replacement indicator while implanted. The device was placed on hold for legal purposes, therefore no further testing will be performed at this time. Additional testing will be completed when the legal hold is lifted.

Event description:
Subsequently the device was returned for analysis.